Event description:
It was reported that there was a capture anomaly on the rv lead. The pace/sense portion of lead was partially capped and replaced. Defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.